Event description:
Drug/diluent: ropivacaine 0.2%; fill volume: 600 ml; flow rate: 5.0 ml; procedure: small bowel resection; cathplace: unk. The clinical educator at (B)(6) medical: (B)(6) reported that they had an infection with an on q procedure and was attributed to the device.

Manufacturer narrative:
Method, result, conclusion: the sample will not be returned. A device history review is pending investigation at this time. A f/u report will be filed when the investigation has been completed.